Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicm5 13.2, -14.00 diopter, implantable collamer lens tore during injection into the patients left eye (os). There was no patient contact and no patient injury reported. It was reported that during injection, the user realized lenses abnormity so the lens was not injected. Patients current condition is fine and a replacement lens was successfully implanted on the same date. Cause of the event is reported as unknown.